Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation at it was discarded by the pathology department. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the degeneration and severe stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a failing 25 mm pericardial mitral valve was treated with valve-in-valve intervention after an implant duration of six (6) years, seven (7) months, and ten (10) days due to structural valve deterioration and severe mitral stenosis. A 26mm transcatheter valve was implanted via the transapical approach. Both devices remained implanted. Per obtained medical records, the (B)(6) female patient presented with severe symptomatic mitral stenosis secondary to structural valve deterioration. The patient was not as being inoperable due to radiation, heart disease, and previous double valve replacement (aortic and mitral). The 26mm transcatheter valve was noted to have been successfully implanted and trace perivalvular regurgitation was show by the transesophageal echocardiogram (tee). There were no complications during the procedure and the patient was transferred to the cardio thoracic intensive care unit (cticu) in stable condition.